Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer experienced a blood glucose (bg) level of 40-50 mg/dl; cause of low bg is unknown. Customer consumed carbohydrates to address bg. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.